Event description:
Caller indicated the relion confirm meter was giving variable readings. Customer took a reading almost 3 weeks ago and got a reading of 26, he thought it was too low so he took another test and got a reading of 261 within seconds. He just ignored the 26 reading and used the 261 and ever since he had been using meter and just use the higher reading. He doesn't have any control solution. All techniques are good and the only thing is that customer takes meter everywhere he goes so explained recommended storage. Replaced product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.